Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of a missing control knob and additionally noted that the device failed incoming testing two times, that there was no communication with the device and that there was no output on the sigma pace tester. It was recommended that the generator be scrapped. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that at a functional check, it was noted that the external pulse generator had a missing control knob. The generator has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service and it subsequently tested out of specification during manufacturer's analysis.